Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Description of event - "line fully threaded, blood return obtained. Flushed with 0.9% nacl and catheter noted to spraying at the 0.5cm mark due to hole. (New tweezers(no teeth) were utilized during the insertion" a new PICC was placed for completion of prescribed therapy. The product is available for return.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened sample was returned for review. Visual inspection found no damage to the product. Functional testing was conducted using a colored water filled syringe and the catheter flushed with no issues observed. Hemostats were used on the tip of the catheter and the line was flushed again with no issues found. There was no visual evidence of the reported issue provided. Therefore, based on the review of the returned sample, this complaint could not be confirmed for the reported issue. Since the reported issue could not be duplicated with the returned sample, establishing a root cause and corrective action is not possible.